Event description:
The user facility reported that the involved angio-seal device sheath was kinked. The insertion sheath got kinked due to moderate calcification near the puncture site and was removed. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250 cc. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter was 6 mm. The event occurred intra-operative. The patient was not injured during the event and medical/surgical intervention was not needed. No concomitant medical products were used with the involved device.

Manufacturer narrative:
The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed for a kinked sheath but can be confirmed for improper use. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained to the sheath tip during insertion into the patient due to patient anatomy. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).